Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00285; 2938836-2020-00286; 2938836-2020-00287. It was reported that when the patient presented in clinic for a follow up, the patient was found to have intermittent fever since the implant date. The pocket appeared normal with no signs of infection. There were no abnormalities in blood culture tests. After final consideration, the whole system was explanted. The patient was stable.